Event description:
It was reported that implant movement occurred. A left atrial appendage (laa) closure procedure was performed. A 27mm watchman flx pro laa closure device & delivery system (wds) was implanted. The patient was discharged. The patient had a routine 45-day follow-up and imaging revealed that the wds had shifted. The device no longer meets position, size and seal criteria and there was a leak greater than 6 (six) millimeters. The patient was restarted on oral anticoagulation (eliquis). Additional plan for the patient is unknown at this time. There were no patient complications.

Manufacturer narrative:
B3 event date: updated with additional information received.

Event description:
It was reported that implant movement occurred. A left atrial appendage (laa) closure procedure was performed. A 27mm watchman flx pro laa closure device & delivery system (wds) was implanted. The patient was discharged. The patient had a routine 45-day follow-up and imaging revealed that the wds had shifted. The device no longer meets position, size and seal criteria and there was a leak greater than 6 (six) millimeters. The patient was restarted on oral anticoagulation (eliquis). Additional plan for the patient is unknown at this time. There were no patient complications.